Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc device would not power on with either button press or test strip insertion. Due to this issue, the customer experienced a loss of consciousness, requiring treatment of glucose. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported that the adc device would not power on with either button press or test strip insertion. Due to this issue, the customer experienced a loss of consciousness, requiring treatment of glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned jcmy129-k0069 reader was investigated with retained test strips. Reader did not power on with button depression, test strip insertion or usb cable insertion. The reader was de-cased and visual inspection was performed. Liquid contamination was observed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.